Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly. Unable to verify failed battery alarm due to blank display noted. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label peeling. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump was malfunctioning and besides the cosmetically damage and the fluid in the pump, having failed battery test. The customer¿s blood glucose level was 75 mg/dl. The insulin pump will be returned for analysis.